Manufacturer narrative:
Concomitant medical products: sedr01, ipg, implanted (B)(6) 2009.

Event description:
It was reported by the patient that they feel like their chest is vibrating and they self diagnosed a lead fracture. Attempts to follow up with the patient's clinic indicated the patient has not been seen. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.